Manufacturer narrative:
The device was inspected by an engineer of the dräger fieldservice. The reported ventilator failure could be confirmed and traced back to a loss of the auxiliary vacuum pressure, caused by a worn lower piston diaphragm. The pump has been replaced; the device passed all consecutive tests and was returned to use. Dräger concludes the following: the auxiliary vacuum pressure is required to keep the ventilator diaphragm in place during piston movement and to actuate the valves which control the ventilation cycles. If the vacuum pump cannot build-up the necessary pressure level, automatic ventilation is not possible. If this condition is present already during pre-use check the device will respond with a failed self-test result. In case of occurrence during use the device will force a shut-down of automatic ventilation and post a corresponding alarm. The particular device was in operation for almost 15 years now, the product's useful life is already exceeded and, the malfunction of an electro-mechanical component after such long time of use can be conbsidered acceptable. The device responded as designed upon the underlying error condition. In this particular situation of failure in automatic ventilation, manual ventilation with the built-in breathing bag including gas dosage is still possible.

Event description:
It was reported that the anesthesia workstation suddenly posted an alarm and shut down automatic ventilation. As per report, the patient was transferred to another device; no health consequences have occurred. The device has no UDI as an UDI was not required at the time the device was manufactured.